Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient was connected for therapy during the prime. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a patient connected during priming of peritoneal dialysis (pd) therapy on a homechoice (hc) device. The patient connected to the homechoice prior to completing prime. The technical services informed the patient that they should not be connected to the patient line while in the device is priming. It was unknown how the patient would complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.